Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces.

Event description:
It was reported that the surgeon used the provided disposable punch to prepare the bone for the swivelock anchors when completing a speedbridge cuff repair. The shaft of the punch would twist within the plastic handle, which would then make it difficult/impossible to turn clockwise/anticlockwise to facilitate removal of the punch from the bone. The surgeon had to forcefully back out rather than twist out. There was no harm for patient, operator or third party. The surgery was finished successfully with the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery.